Event description:
It was reported via e-mail that the customer went into diabetes ketoacidosis and hospitalized. The customer stated that she declined to be transferred and requested a call back. The customer had a new born, and it's difficult for her to answer the phone. A follow up was made and the customer stated that she was hospitalized with high blood glucose of 548mg/dl when the paramedics responded and it was still rising at the hospital. The customer removed the infusion set and noticed that the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.